Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device had noise on the 3d imaging; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. It was found that the noise on the image was due to the broken charge coupled device (ccd) unit. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: adhesive on rubber has a gap/due to pinhole at universal core, the waterproof failed/video cable corrugation and the connector is deformed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during preparation for use for a diagnostic procedure, there was noise on 3d imaging endoeye flex 3d deflectable videoscope. There was no report of patient harm associated with this event.